Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8780, serial# (B)(4). Implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that on the seventh or eighth of (B)(6) 2017 the patient started to experience a spinal headache that lasted two weeks until the healthcare professional (hcp) did the blood patch two weeks ago on a wednesday or friday. It was noted that after the blood batch the patient started to have severe lower back pain and in the tailbone as well. It was also noted that the patient noticed a lump in the lower back that was ¿pretty big and solid.¿ it was also related that the patient was implanted on (B)(6) 2017 and stated that the hcp forgot to put medication in the pump so the patient had to go in (B)(6) 2017 for a refill. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-jul-07. It was reported that no medicine was initially put inside the pump. The patient had to wait a whole day in pain so that medicine could be put inside the pump the next day. It was reported that prior to install of the pump a bump formed on the patient's back and got bigger, the doctor did a blood patch and it flattened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.